Manufacturer narrative:
Sc-1110 sn (B)(4). Device evaluation revealed that the device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.